Event description:
Information received by medtronic indicated that the insulin pump was peeling off top of screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with a cracked reservoir tube lip, and a retainer ring that detaches from the reservoir tube lip at the rear side. Inserted a test p-cap into the retainer ring, and it did lock into place properly. Also the display window cover is missing, and the middle (enter) keypad button is cracked.